Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. Per the complaint information, the clamp was closed on the patient line. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is user error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted baxter's technical service center requesting assistance with set up on the home choice (hc). The hp stated she was in the initial drain, but she never primed her patient line and there was a lot of big air bubbles in the line. The technical services representative (tsr) assisted the hp to cycle the power off/on and ended therapy. The hp started over with all new supplies. On (B)(4) 2011, product surveillance spoke with the caregiver (cg) who stated she noted that she did not open the clamp on the patient line during prime. The cg stated they started over with new supplies without further incident. The cg stated the nurse (rn) was informed of the incident. No patient injury or medical intervention was reported.